Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a pain stimulator in 1996 that ¿ended up protruding out from his backside¿ so it was explanted. It was believed that the initial implant was (B)(6) 1996 and revised on (B)(6) of the same year from patient registration data. If additional information is received, a supplemental will be filed.

Manufacturer narrative:
Product ID 3487a, lot# l40139, implanted: 1996-(B)(6), product type lead product ID 3487a, lot# unknown, implanted: 1996-(B)(6), product type lead. (B)(4).